Event description:
A ventilator was returned to the manufacturer for a noisy blower assembly. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.